Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose level. Customer's blood glucose level was 36 mg/dl. Customer stated that they had site issue with their sensor. Customer reporting bruising and hematoma at the site. Customer declined the troubleshooting. The device will not be returned for analysis.